Manufacturer narrative:
Device out of warranty; no request for manufacturers service. (B)(4).

Event description:
The customer reported that the ventilator restarted during operation in normal ventilation mode. Initial information reported device was in use on a patient and did not alarm upon restart. The customer reported no patient harm. As the device was out of warranty, the biomedical engineer contacted manufacturers product support engineer (pse) for assistance. The biomedical engineer reported the device was not in use on a patient and did alarm when the restart occurred. The pse advised the biomedical engineer to test the unit alarms and function in normal ventilation mode on ac and battery power. The biomedical engineer reported the device primary, backup and remote alarm functions were all working per test specifications. Review of the device diagnostic log history indicated a ventilator restart occurrence. The pse advised the biomedical engineer to replace the sensor pcb board as a precaution to address the finding.